Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a2, b5, b7, f10, and h6. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = (B)(4) at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Note: the device was used in an off-label implantation in the native mitral valve. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Valve migration requiring intervention is a potential adverse event associated with transcatheter valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. In the aortic position, stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native aortic valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the thv procedure. According to literature review, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another (B)(4) will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, post deployment the graft migrated causing lvot obstruction occurred. A non-edwards valve was deployed in the aortic position to correct the lvot obstruction causing the 29mm transcatheter valve in the mitral position to migrate resulting in significant pvl. This required a second valve to be implanted in the mitral position to stabilize the initial device. Heart block also occurred. It is unknown which valve caused the heart block, however a ppm was placed. The root cause of the event was likely due to patient and procedure related factors. There was no allegation or indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, by an edwards field clinical specialist, the patient underwent a valve in (mitral annular calcification) mac procedure via the transseptal approach. The plan was to place cook medical alpha thoracic 36mm graft in mitral valve in order to land the 29 transcatheter valve. They needed to get the valve crimped and ready as they went up with the graft. The graft embolized into the lv. This occurred prior to valve implantation and took longer than the allotted 15 minutes for the fully crimped valve. A mini thoracotomy was performed to get the embolized stent graft out of the lv. The procedure was then performed with an endovascular approach. Once the second graft was placed, the 29mm transcatheter valve landed perfectly. However, in the process of putting a non-edwards valve in aortic position to solve lvot obstruction, it jostled the graft in the mitral valve which caused our valve to slip. Fear of atrial embolization was the deciding factor to place a second valve. The second 29mm transcatheter valve was prepared and implanted successfully. The technical aspect of the procedure was a success, however patient passed around a week later. There was no malfunction of edwards device. Per the medical records, the patient admitted for acute/chronic chf due to mitral stenosis. A complicated/modified tmvr in native mitral (mac) was performed. During the procedure, the 29mm transcatheter valve was placed within a modified tevar cuff as the mitral annulus was too large (35x30). The first s3u was placed without issues but the tevar cuff caused some lvot obstruction. A decision was made to place a non-edwards valve into the aortic position which resolved the lvot obstruction. Unfortunately, 10-15 mins later, the initial 29mm transcatheter valve migrated and required a second 29mm transcatheter valve to be placed within the first. The results were good. Also, one of the asd closure devices embolized into the pulmonary artery requiring a mini thoracotomy to remove. The patient was resuscitated a couple of times during the tmvr and also went into complete heart bock (chb) req a temp pacer (unknown timing of the chb). Post op, the patient required a permanent pacemaker and was in cardiogenic shock with rv dysfunction requiring pressure support. The patient continued to deteriorate, became febrile with ¿worsened leukocytosis.¿ antibiotics were initiated (no source). The became unresponsive and the family transitioned the patient to comfort care and the patient expired on post-operative day 7. The cause of death was presumed to be disseminated intravascular coagulopathy and irreversible shock due to sepsis.

Manufacturer narrative:
UDI: (B)(4). The investigation is still in progress. A supplemental report will be submitted.

Event description:
As reported by an edwards field clinical specialist(fcs), the patient underwent a valve in (mitral annular calcification)mac procedure via the transseptal approach. The plan was to place a thoracic 36mm graft in mitral valve in order to land a 29mm edwards transcatheter valve. The staff needed to get the valve crimped and ready as they went up with the graft. The non-edwards graft embolized into the lv. This occurred prior to valve implantation and took longer than the allotted 15 minutes for the fully crimped valve. A mini thoracotomy was performed to get the embolized stent graft out of the lv. The procedure was then performed with an endovascular approach. Once the second graft was placed, the 29mm valve landed perfectly. However, in the process of putting a non-edwards transcatheter valve in the aortic position to resolve the lvot obstruction, it jostled the graft in the mitral valve which caused the 29mm edwards transcatheter valve to slip. Fear of atrial embolization, a decision was made to place a second valve. The second 29mm edwards transcatheter valve was prepared and implanted successfully. The technical aspect of the procedure was a success, however the patient passed approximal one week later due to unknown reasons.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.